Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm with a battery above 10% relative state of charge. The lithium-ion battery associated with this complaint was initially processed which did not require an investigation. A retrospective remediation was initiated to ensure that all in-scope events are appropriately reassessed and retrospectively medical device reported. The shelf life requirement, for the ventricular assist device battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarms involving (B)(4). During this instance, the battery went from a high relative state of charge to 0% relative state of charge. This is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation investigated communication errors. Of note, the controller, (B)(4) , in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the log files revealed a critical battery alarm while the battery charge was not less than 10 percent. The battery was removed from service and replaced. No patient complications have been reported as a result of this event.